Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad numbers scrolled by itself. The customer's blood glucose reading was 50 mg/dl at the time of incident and treated with a snack. Troubleshooting could not be done as the pump keypad buttons do not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with no esc, act or up button response due to corroded keypad traces. Unable to perform the functional tests or check the operating currents due to the unresponsive act button. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.